Event description:
Event description boston scientific received information that myopotential oversensing on this implantable defibrillation was oversensed and caused inhibition of pacing as well as inappropriate storage of non-sustained ventricular tachycardia (nsvt) episodes. The noise was observed on both the noise and shock channels with deep breathing.